Event description:
At c6-7 level, adjacent to previous c4-6 fusion, surgeon used cage with 3.5x12 st screws. Upon drilling second hole for the proximal screw, the drill bit fractured approximately to 2/3 from the tip with it first penetrated the cortical shell. Surgeon removed the distal screw and cage and retrieved broken tip. The cage was reinserted with a recuse screw. Surgeon re-drilled the proximal screw hole with a 12 mm drill bit. The drill bit tip broke in the same fashion as the other. When removing the cage with the aio guide, the inner shaft on the drill guide broke. The tip of the drill is still embedded in the cage. The pt received another cage with fixation. Delay in surgery, surgeon kept pt overnight in ICU.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. This MDR occurred during the same event filled with medwatch numbers 9617544-2011-00304 and 9617544-2011-305.